Event description:
If was reported that during a pulsed field ablation (pfa) procedure with varipulse to treat an atrial fibrillation, the coating of the versacross wire was coming off and exposed at proximal end of the wire. A new device was used to complete the procedure. No patient complications reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of the coating issue. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. However, the reported allegation is confirmed based on a photo provided. The media showed insulation damage on the rf wire. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the versacross steerable access solution device confirmed that the event of the coating issue is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross steerable access solution device is acceptable. Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure with varipulse to treat an atrial fibrillation, the coating of the versacross wire was coming off and exposed at proximal end of the wire. A new device was used to complete the procedure. No patient complications reported.